Event description:
No further event information is available at the time of this report..

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H11 - attempts were made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Complaint history review cannot be performed without product identification. The reported products were reviewed for compatibility and it was determined that the following implants are not compatible, the surgeon implanted an unknown biomet biolox head and an unknown biomet taper with a competitor smith & nephew oxinium dm liner and a smith & nephew redapt cup. Medical records were provided and reviewed. The review identified that the patient reported paresthesia in the space between the first and second toes of the left foot right after the second stage revision hip replacement surgery, along with new-onset weakness in left foot dorsiflexion. Since then, there has been slight improvement in strength; however, hypoesthesia on the dorsal aspect of the left foot between the first and second toes persists, with no paresthesia elsewhere. An electrophysiology consultation, assessed the patient as having mononeuropathy of the left common fibular nerve at the fibular neck, possibly related to intraoperative positioning and traction. Electrophysiological studies and clinical examination showed no evidence of nerve damage, l5 radicular involvement, or sciatic nerve involvement. The prognosis for recovery was considered good, with potential continued improvement for up to one year post-injury. A definitive root cause cannot be determined. However, it was documented that the surgeon intentionally implanted a smith & nephew cup and liner in combination with zimmer biomet components, which constitutes off-label use. It cannot be determined whether the use of the non-zimmer biomet cup and liner caused or contributed to the reported paresthesia. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty. Approximately fourteen years later, they had an emergent surgery due to sepsis with metal related pathology. As this was an emergent surgery for stabilization, the surgeon had planned for a repeat stage I surgery for a more extensive debridement with cup revision and placement of final implants in collaboration with the patient¿s primary surgeon. Subsequently, three days after the emergent surgery, the patient underwent the planned repeat stage I revision, followed by a stage ii revision approximately four months later. Approximately eight months post the stage ii revision, the patient had a electrophysiology consult for foot paresthesia and foot drop. Testing revealed no significant abnormalities, indicating a favorable prognosis for recovery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D4 - primary unique device identification (UDI) number is not applicable as both the item and lot numbers of the device are unknown. D10 - associated medical devices: taperloc por fmrl 6.0x132; item# 103201; lot# 94899. Unknown taper; item# unknown; lot# unknown. Unknown screws; item# unknown; lot# unknown. G2 - foreign: canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.